Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(6)) displayed a "system error, out of service, revert to manual CPR" error message" could not be verified during the testing as the autopulse platform failed during the post (power on self test) and the functional testing could not be performed. Upon further testing, the root cause for the customer reported complaint, and the observed failure during the post was determined to be due to a defective processor printed circuit board assembly (pca), likely attributed to a defective component. During visual inspection of the autopulse platform, the top cover, front, and bottom enclosures were found to be cracked, unrelated to the reported complaint. The root cause was likely attributed to user mishandling, such as a drop. The top cover, front, and bottom enclosures need to be replaced to address the observed issues. Unable to download the archive data and perform functional testing due to the autopulse platform failing the post. The processor board needs to be replaced to address the reported complaint. Upon further testing, unrelated to the reported complaint, the autopulse platform displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. The load sensing system has detected a weight/load imbalance between the two load cells. The load cell characterization results confirmed the load cell module 2 exceeds the normal parameters. The load cell module needs to be replaced to address the ua07 error. Waiting for customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with a serial number (B)(6).

Manufacturer narrative:
The device associated with this complaint has been received, however, the investigation is pending. A follow-up report will be filed when the investigation has been completed.

Event description:
As reported, the autopulse platform (B)(4) displayed a "system error, out of service, revert to manual CPR" message. It is unknown where the problem occurred. However, patient use information was requested but no additional information was provided.